Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose level. The customer reverted to alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. The alleged alert data error issue was verified; based on the analysis, the battery not charging allegation could not be confirmed.

Manufacturer narrative:
On (B)(6) 2022, the distributor reported the additional information: the pump history was reviewed, and it was determined that the pump did not experience fast battery depletion on (B)(6) 2022. It was verified that the pump indicated a data log corruption on (B)(6) 2022. Additionally, the customer received a power source alert. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.